Event description:
It was reported that patient received a tmzf stem, v40 taper and a c-taper head. Mismatched head to stem. Revision done in '07.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.